Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy, indicating a failure of the needle mechanism. The blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device was received not deployed, the data showed that the first priming completed at pulse 21 and deactivation occurred at pulse 31. Rotational sensor errors were present in the data. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. The device was reset, connected to a pdm and was programmed to deliver a 5-unit bolus. An 0x41 alarm along with rotational sensor errors were reported in the reset data. The needle mechanism deployed during the reset run. Under magnification, damage was found on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that the damage contributed to the reported symptom.